Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient desired to have her scs system explanted because she is experiencing pain at the ipg site. Additionally, the patient has not used her scs system in approximately 2 years for unknown reasons. The patient's scs system was subsequently explanted.